Manufacturer narrative:
It was reported that the fluid came out of the reservoir exit port. The nursing student underwent irrigation for eyes and antimicrobial-containing eye drop was prescribed. The nursing student is being followed up for infection status. (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch jt8175; mfg. Date: 12/18/2014; exp date: 12/2019. Batch jt8166; mfg. Date: 01/13/2015; exp date: 01/2020.

Event description:
It was reported that a patient underwent a gastroenterological procedure on (B)(6) 2015 and a drain with a reservoir was used. Following the procedure, a nurse drained waste fluid and pushed the reservoir to lock. Some of the patient¿s body fluid remained around the drainage part and was scattered and got into eyes of nursing student who was on the opposite side of the patient¿s bed. The patient has (B)(6) and there is a possibility of blood infection for the student. No blood infection was confirmed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jt8175, batch # jt8186.